Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that on the day the dental implant was placed, in ada site #7 of the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed, in ada site #7 of the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that on the day the dental implant was placed, in ada site #7of the patient¿s mouth, a failure occurred upon insertion. Primary stability was not achieved. . There were no reported patient injuries or complications